Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2006, the pt underwent stenting of the pre-dilated mid lad with a xience v stent. In 2009, the pt experienced unstable angina and was hospitalized. A diagnostic coronary angiogram was performed at about 4 days later, and revealed >=70% and <100% stenosis within the prox lad which was reported as late restenosis within the xience v stent. Revascularization was performed via balloon angioplasty and implantation of a xience v stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation -angina and restenosis as listed in the IFU, are known adverse events associated with coronary stenting. Additionally, angina, restenosis, and hospitalization are listed in risk assessment as no-fault post-procedure complications and not necessarily an indication of a product quality deficiency. In this case, it is possible that the angina is a secondary effect of the restenosis, which was treated with angioplasty, a xience v stent, and hospitalization. In this case, a conclusive cause for all the reported pt issues and the relationship to the xience v sds, cannot be determined.